Event description:
It was reported that a pt that was previously seizure free had begun to have seizures daily. The pt stated that her magnet swipes were no longer aborting seizures but that it had worked in the past. Good faith attempts to obtain additional info have been unsuccessful to date as the pt was referred to a new physician and has not followed up with the physician yet.